Manufacturer narrative:
(B)(4).

Event description:
The pt developed an infection at the device pocket site. The battery depleted about a week after implant. The neurostimulator (ins) was fully charged prior to implant. The company rep confirmed that the pt experienced no stimulation from the ins and the ins was discharged 9 days after implant. The pt was able to fully charge battery after 4 hours. The reasonable charge interval was found to be every 4 - 5 days and the pt was charging at that rate now. Antibiotics were administered last week and the pt's device pocket healed. The pt recovered without sequela.